Event description:
Patient was implanted with ti cervical spine locking plate and screws to the cervical spine at c4-c7 on (B)(6) 2010. The patient returned for a routine follow-up and x-rays were taken. The surgeon noticed two of the cslp screws were broken. Reportedly one screw was broken mid shaft and the other screw was broken a few threads below the head of the screw. The surgeon decided to remove all of the hardware. Patient was returned to the or on (B)(6) 2012 for removal of one plate and sixteen screws. Patient was not revised with any additional hardware as the patient was fused and the surgeon was satisfied with the outcome. The procedure was completed successfully. This is 2 of 3 reports for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Both broken screws of this complaint with unknown lot numbers were received in the same package. There are several broken off screw fragments which cannot be assigned to which screw they belong. The bigger parts are also damaged, deformed and show marks of a forceps or similar instrument. Due to the damage and unknown lot numbers we are not able to check the dimensions and manufacturing procedures.

Manufacturer narrative:
Device used for treatment and not diagnosis. Based on the information provided, it will not be possible to determine what the cause of the malfunction was. The breakage likely happened before the patient fused, but there is nothing that indicates the design contributed to it. There may have been some excessive strain by the patient or other excessive forces on the construct. The design risk assessment is adequate for the intended use.

Manufacturer narrative:
Additional narrative: device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Without a lot number the device history records review could not be completed. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.